Event description:
During a catheter "procedure", it was reported that, when connecting the proximal and distal ends of the catheter to the connector, and after successfully securing one end of the catheter into place, the collet broke off from the main connection unit. Another collet was used and was noted to have "worked fine". The patient experienced no signs or symptoms related to the event and was noted to be alive and without injury. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Analysis of the catheter noted that upon receipt, one of the collets on the pin connector was detached. Inspection of the detached collet found no anomalies. The body of the pin connector where the collet was detached also revealed no anomalies. The collet was re-attached to the pin connector in the laboratory and the first detent correctly held the collet in place.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.